Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 457 mg/dl. There was many issues with the bent cannula. The customer declined troubleshooting for sensor glucose and blood glucose and also for the high blood glucose. The product will not be returned for analysis.